Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer took a pump break and needed to know how to turn the pump back on. Reportedly, the customer had the pump plugged in for almost 24 hours however the pump remained off. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.